Event description:
It was reported that the device was explanted due to inability to interrogate the device. Patient has lvad device.

Manufacturer narrative:
The device's functionality was tested and all device functions were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.